Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a routine follow-up visit on (B)(6) 2017, signs of hemolysis were detected. Pump thrombosis was suspected and lysis therapy was started. After the lysis therapy, the signs of hemolysis did not decrease. On (B)(6) 2017, the signs of hemolysis increased and further lysis therapy was started. Because the hemolysis parameters were not declining, a pump exchange was performed on (B)(6) 2017. After explantation, it was reported that a thrombus was observed on the outflow stator. No additional information was provided.

Manufacturer narrative:
The evaluation of returned device, confirmed the presence of thrombus within the pump. Images depicting the proximal and distal view of the outlet stator were submitted for evaluation. A white and pink deposition was observed in the outlet stator, partially occluding the blood flow path. The images did not reveal any apparent areas of laminated layering or denaturation on the deposition. The pump was returned with the driveline severed adjacent to the nipple of the pump housing and the remainder of the driveline was not returned. The pump housing was returned disassembled with the outflow elbow attached to the pump's outlet port. The inflow conduit and outflow graft were not returned. A dry, dark red deposition was observed in the outlet stator, partially occluding all 3 stator vanes. The deposition contained areas of denaturation and circumferential contact marks were observed on the distal end of the rotor, suggesting that this deposition was present for an indeterminate duration while the pump was supporting the patient. Although the origin of the deposition and the duration for which it was present within the device could not be conclusively determined, it could have contributed to the reported signs of hemolysis. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported event. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.